Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. After a few partial and full recaptures, the physician confirmed that position, anchor, size and seal (pass) criteria were met and successfully completed the implant. During analysis of the device post release, it was noted on the transesophageal echocardiography (tee) that there was a mobile thrombus hanging from the pin of the closure device. The patient was administered heparin and activated clotting time (act) was checked which was 344 seconds. The patient was placed on anticoagulation medication. There were no patient complications.